Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of discomfort. Evaluation revealed intermittent stimulation of the patient's right phrenic nerve by the right atrial (ra) lead. Fluoroscopy during the procedure revealed that the ra lead had dislodged. The ra lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.